Manufacturer narrative:
Corrected data / additional information: in review, it was noted that the information "there was incision enlargement" was inadvertently not captured in the initial MDR report therefore, it is being captured in this supplemental MDR report. It was also noted that in the initial MDR report, it was in advertently indicated that "the lens is not available for return." Which is incorrect. The lens was available and was received for evaluation on jul 20, 2021. The following fields were updated accordingly: section b5: the incision was enlarged. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 20, 2021 section d9: returned to manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Telephone number : (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the (B)(6) female patient was implanted with a synergy intraocular lens (iol) model zfr00v, 20.5 diopter on (B)(6) 2021 and presented with severe glare and halo in their right eye post implantation. The postoperative examination revealed that the visual acuity (va) at 4 meters is 0.7 decimal, which is within the acceptable range. However, the patient complained about discomfort of vision. The account provided that the preoperative visual acuity reading was 0.8 decimal. Patient indicated that their daily activities were significantly affected. The iol was explanted and replaced with a tri-focal iol from a different manufacturer. It was also reported that sutures were required during the explant procedure. The lens is not available for return. There is no further information available.